Event description:
A protege stent was attempted to be implanted in the common iliac artery. The type of lesion being treated, lesion length, % lesion stenosis, degree of tortuosity and calcification were, distal aorta: mild saccular aneurysm, moderately calcified. Right cia: mild to moderate diffuse disease, moderately calcified. Right eia: 80% diffuse disease, severe calcified. Right iia: moderate to severe diffuse disease, moderately calcified. Right cfa: 60-70% diffuse disease, moderately to severely calcified. Right sfa: proximal sfa cto, moderate severe calcification, reconstitutes at the mid sfa with collaterals from the profunda femoris. Distal sfa mild to moderate diffuse disease. The IFU was followed. The lesion was pre-dilated, shockwave. It was reported that the stent could not be deployed. The stent did not pass through a previously deployed stent. No resistance noted during advancement. The lock-pin was removed prior to attempted to deployment. There was a delay of 10 minutes as a result of the product malfunction, no medications or treatment as a result of the 10-minute procedure delay. The stent was not implanted and the device was safely removed from the patient. Stent struts were exposed/visible on removal. A new medtronic stent was used to complete the case. No patient injury was reported and patient status is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the stent separate to the device, the locking mechanism was loose, and the device was returned in a deployed state. The stent was confirmed as 120mm from the strain relief, a kink was observed on the blue outer shaft at approx. 12.5cm from the strain relief the stent was examined, and no abnormality was observed to the stent the distal inner assembly was cut just proximal to the stent retainer to allow further testing. The stainless-steel push rod was observed to be bent, (photo 5). A set of witness marks were noted on the stainless steel hypotube approximately 25mm and 27mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin was properly tightened during manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.